Manufacturer narrative:
Customer returned freestyle blood glucose monitor and test strips with lot number 0632306. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose results as reported by the customer were not identified in the meter internal log.

Event description:
Customer reported receiving readings of 301 mg/dl and 138 mg/dl within ten minutes on their freestyle blood glucose monitor. The results when plotted on parkes error grid fell into the "b" zone, showing the difference in values to not be clinically significant. The customer then reported dosing with insulin based on one of the results obtained, and later reported losing consciousness. Treatment administered to stabilize glucose is unknown.